Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that when the er320 applier was opened and cycled the jaws to seat the 1st clip into the jaws and the instrument misfired. Another instrument was used to complete the case. There was no consequence to the pt.